Event description:
It was reported that the farawave catheter was prepped on the back table and in flower configuration, would not flatten appropriately. Additionally, it was mentioned that the packaging was damaged and appeared smashed. The device was replaced, and the procedure was completed. There were no patient complications. The device was received and investigation is still in progress.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and correction to section e1 initial reporter email

Event description:
It was reported that the farawave catheter was prepped on the back table and in flower configuration, would not flatten appropriately. Additionally, it was mentioned that the packaging was damaged and appeared smashed. The device was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis and investigation is still in progress. It was further reported and clarified that the catheter package was damaged, but the sterile seal was not broken or compromised. There was no picture of the damage available. The catheter was able to reach partial, facing forward splines. There was no issue with flushing the catheter. An merit inqwire rosen j tip guidewire was inserted. Device is expected to return for analysis.

Event description:
It was reported that the farawave catheter was prepped on the back table and in flower configuration, would not flatten appropriately. Additionally, it was mentioned that the packaging was damaged and appeared smashed. The device was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis. It was further reported and clarified that the catheter package was damaged, but the sterile seal was not broken or compromised. There was no picture of the damage available. The catheter was able to reach partial, facing forward splines. There was no issue with flushing the catheter. An merit inqwire rosen j tip guidewire was inserted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced farawave catheter was analyzed. The packaging was not returned, and no media was provided to confirm the package damaging allegation. Visual inspection of the device noted no abnormalities. A guidewire was inserted through the catheter, and the catheter was deployed to flower configuration. It was noticed that some of the splines were facing forward, however, flower configuration conformed with the design specifications. Microscopic inspection did not observe any abnormalities that might have contributed to the planarity. Strut damage was observed in the form of a void inside the cage distal tip.